Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal) for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. The device was sent for servicing.

Event description:
The customer contacted baxter's technical service center to report a high drain 105 alarm on a homechoice (hc) device after use. The home patient (hp) stated the registered nurse (rn) had her do a manual drain and she drained out 600ml, and the last fill volume (lfv) is 500ml. The baxter technical service representative (tsr) reviewed the therapy setting, therapy log, and ultrafiltration (uf) per cycle. The tsr asked the hp the increased intra-peritoneal volume (iipv) troubleshooting questions. The hp stated she is doing a manual bag with antibiotics during the day because she has peritonitis. The tsr explained the hc will be swapped out and recommended the hp take the procard out. The tsr advised the hp to contact the rn about the swap, and the initial drain alarm setting at 0ml. The tsr explained how to do a manual drain if the hp does not drain completely in the initial drain (idrain), and recommended the hp review the drain volume (dv) while she is draining. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Therapy is tidal, total volume (tv) is 8000ml, total time (tt) is 9:00, fill volume (fv) is 1700ml, tidal volume is 85%, total uf (tuf) is 150ml, last fill volume (lfv) is 500ml, dextrose is same, weight units pounds (lb), patient weight is (B)(6), cycle %, dwell 1:28, tidal volume 1445, uf per cycle is 30, auto dim is no, ida is 0ml.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.